Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two systems (cervical and thoracic). It was reported the patient's cervical ipg was depleted. As a result, surgical intervention was taken wherein the ipg was explanted and replaced with another model which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Explant date was unintendedly reported incorrect in the initial report. This report consist of correct information.